Manufacturer narrative:
H6: additional investigation type code: 4110. Device evaluation: the device was not returned for evaluation and no photos or x-rays were provided, so the complaint remains unrefuted. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
A patient reported that the mobile core and inferior plate of a mobi-c implant were found to have migrated post-operatively at level c6/7. A revision surgery was performed to convert the patient to a fusion.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A patient reported that the mobile core and inferior plate of a mobi-c implant were found to have migrated post-operatively at level c6/7. A revision surgery was performed to convert the patient to a fusion.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A patient reported that the mobile core and inferior plate of a mobi-c implant were found to have migrated post-operatively at level c6/7. A revision surgery was performed to convert the patient to a fusion.